Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
It was reported that following pump and catheter replacement the next day i.e. On the date of this report patient experienced foot drop and numbness in the left leg. They did a MRI and saw the catheter was "wrapped around the spinal cord". Healthcare provider wanted to turn stop the pump. Drug delivered via the pump was fentanyl 25000 mcg/ml at a daily dose of 1200 mcg/day. Additional information has been requested; a follow-up report will be sent when it becomes available

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the lead revision on 2013-(B)(6) revealed that the catheter was not wrapped around the spinal cord. There were no x-rays, case notes, or other pertinent information available. The patient was doing ¿fine now.¿ there was no magnetic resonance imaging (MRI) ordered following the revision.